Manufacturer narrative:
Patient information: patient identifier= (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated false positive architect syphilis tp results were generated for a patient. Sid (B)(6) generated the following results: architect: (1/25) 2.77 s/co (positive), (1/29) 0.03 s/co (negative); another instrument: (1/29) 0.03 s/co (negative). Additional patient information was not provided. No impact to patient management was reported.

Manufacturer narrative:
A replacement of the syringe assy (rohs) and the arc probe of the architect isr54279 was performed and there have been no additional discrepant syphilis results reported by the customer since the replacement of the part. The service history of the isr54279 verifies no subsequent false positive syphilis results have been reported. Manufacturing documentation was reviewed and noted to provide adequate information for troubleshooting the observed issue and contained adequate information for the troubleshooting, removal, and replacement of the syringe assy (rohs) and arc probe. Tracking and trending report review for the architect i2000sr determined that there are no systemic issues or adverse trends. The i2000sr erratic result rate was within acceptable limits. Based on the available information, no systemic issue or deficiency was identified for the syringe assy (rohs) and arc probe or the architect isr54279.